Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073179.

Event description:
It was reported that the patients leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned per hospital policy.